Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was confirmed to not cut properly. The handle and cutter were damaged, the roller was discolored, and the unit was out of calibration. The handle, cutter, and roller were replaced and resolved the reported issue. This unit was manufactured in july of 1978 and has not been returned for preventative maintenance. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) was implemented a serial number logbook to correct this issue. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as no lot number is available, an additional review could not be performed. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that during surgery the plate got stuck during the intervention and the drum destroyed the graft. The graft was passed between the rollers but the graft and support slid through the rollers without achieving graft mesh expansion. The event occurred sometime between (B)(6) 2021 and (B)(6) 2021. There was no patient harm or surgical delay. An additional unplanned skin graft was not required but the graft was split manually with a scalpel. No adverse events were reported as a result of this malfunction.